Event description:
(B)(4). The device is depleting normally due to the high atrial outputs.

Manufacturer narrative:
--

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device was indicating less than 6 months of longevity remaining. As a result, possible premature battery depletion was suspected. No adverse patient effects were noted.